Event description:
It was reported that the surgeon was using a competitor's lens with a msi-pf injector and the lens tore at the trailing haptics upon insertion. The incision was enlarged to remove, and replace the lens and suture was used to close the incision.